Manufacturer narrative:
The insulin pump was received no button response (esc) due to corroded keypad traces. Analysis was unable to verify unexpected restart alarm due to no button response. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and stained endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Customer states received pump error, she inserted a new battery but it did not resolve issue. The customer states the pump was not stored or not in use for an extended period of time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.